Event description:
On 5/18/95, a 62-yr-old female undergoing a lymph node biopsy was burned on the face, upper chest and back. She was receiving oxygen via a nasal cannula. The drape covered the chest and face with an opening only at the area for the procedure. As the surgeon was using the electrosurgical unit at the clavicular site, a "pop" was heard. Suddenly the drape was aflame. The drape was immediately removed and the fire extinguished.